Manufacturer narrative:
Device evaluation: product evaluation found the lens returned in a micro centrifuge vial with some moisture. Visual inspection found no visible damage. (B)(4).

Manufacturer narrative:
Additional data: this product is manufactured in the u.s, but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14/1.5/091 diopter, into the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and was exchanged for a shorter lens. The exchange resolved the problem. On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/20.